Manufacturer narrative:
This report is applicable to asr exemption number 1997047; a total of one event is being summarized. The explanted lead was not returned to the manufacturer for evaluation. As a result, the allegations against this lead cannot be confirmed and no conclusions can be drawn. The lead was actively implanted for approximately 14 years, 2 months. No allegation our lead failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. This lead is no longer manufactured. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. For lead trays, shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. The instructions for use (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal.

Event description:
This report summaries <noe>001</noe> reported event. The customer received a product experience report form stating the patient's system was explanted due to infection.